Event description:
Boston scientific received information that this right ventricular lead is exhibiting intermittent loss of capture as well as noise. The patient is elderly and fell a while back and that is believed to have caused these symptoms. The programming was changed to unipolar which alleviated the issue. Technical services was consulted and stated that this lead would need to be revised. The physician is reluctant to perform a lead revision procedure due to the patients age and health, as well as the fact that the patient has a current do not resuscitate order in place. The lead will be monitored for now. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.